Manufacturer narrative:
Age at time of event: 18 years or older.  (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified left circumflex (lcx) artery. A 2.25 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device met resistance while being inserted to the patient and upon removal, it was noted the stent was lifted. The procedure was completed with a 2.25-23 non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged at the distal edge with struts bunched and lifted proximally from the stent profile. This type of damage may have occurred during advancement attempts of the device. The balloon cones were reviewed and damage was noted on the proximal cone which was creased and bunched. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found one hypotube kink at 23.6 cm distal from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified left circumflex (lcx) artery. A 2.25 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device met resistance while being inserted to the patient and upon removal, it was noted the stent was lifted. The procedure was completed with a 2.25-23 non-bsc stent. No patient complications were reported and the patient's status was good.